Event description:
It was reported that when using the bd pyxis¿ medstation¿ es new patients were not crossing. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all new patients were not crossing due to an interface issue following an upgrade. A technical support specialist connected to the server, confirmed messages were crossing to the es side, identified the ntdll.dll module issue, configured the service recovery settings to automatically restart after failure, and verified with the customer that new patients were crossing without issues. The system functioned as intended after the technical support specialist troubleshot the device.